Manufacturer narrative:
Demographics requested, however not provided. The customer¿s report that the device did not alarm air in line was not confirmed in the device event logs or replicated during testing. Analysis of the pcu error log did not show any errors or malfunctions related to the customer¿s complaint. Review of the pcu event log showed the pcu was channeled on the event date (B)(6) 2019 at 5:23 pm. The pump module s/n (B)(4) restored the previous infusion of drugid 1 at a rate of 75 ml/hr. At 7:01 pm, the pump module alarmed for accumulated air in line and was channeled off; pcu channeled off. The devices air detection system successfully passed detecting single air bolus and accumulated air boluses. Customer did not provide the event administration set for investigation. The root cause of the customer¿s report that the device did not alarm air in line was not identified.

Event description:
It was reported that the device did not alarm air in line, however air was seen below the device. There was no patient harm.